Event description:
Patient reported she is in the hospital post-whipple surgery. Date of procedure, date of admission and length of stay not reported. Patient stated that her pump came off her leg and when she tried to replace it the tubing broke. Patient's infusion has stopped. Hospital was unable to service her remodulin medication and patient was off medication since 6am this morning (B)(6) 2026. Patient received replacement tubing and restarted therapy at current dose. Patient stated she s feeling fine. No further information, details or dates provided. No further specifics reported regarding tubing issue. Subcutaneous remunity specialty pharmacy fill patient. Patient started using remunity device (B)(6) 2025.